Manufacturer narrative:
The download data shows the device was deactivated after first prime, prior to when the cannula is intended to be inserted. No timeouts or drive stalls were seen in the data. No damages or defects were observed that would prevent the device from completing second prime and deploying the needle mechanism as expected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, operating system: ap3a.240905.015.a2.s928usqs4byf5, hardware: sm-s928u, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the cannula was not inserted in the skin. The pod was worn for less than an hour. No impact to the patient's glucose level was reported.